Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that inadvertent deployment of stent occurred. The target lesion was located in the superficial femoral artery. A 6 x 200 x 130 innova¿ stent was selected for use. After the device was prepped and loaded on the wire and while the physician was trying to put in the sheath over the wire, the stent begun to deploy. The device never went in the sheath and was never used inside the patient. The procedure was completed with a different device. No patient complications were reported.